Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the low battery message was observed for the pt's ((B)(6)) ipg during post-operative programming. The message was successfully cleared. A f/u clinical appointment has been scheduled for the pt.